Event description:
Add'l info received on 7/10/97 indicates the entire device was removed from the pt on 5/13/97 because "pt feels that device is causing him to get fevers and other aliments." "Pt thinks he is allergic to device." " co could not be find any malfunctioning components."

Manufacturer narrative:
Pump performed within specs. Cuff performed within specs. Balloon pressure not within specs.